Manufacturer narrative:
(B)(4). The complaint sample was returned. Tecomet, the manufacturing site reported: " the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. (B)(6) wi facility as part of a 50-pc. Lot in (B)(6) 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned device shows that the jaws are slightly loose and misaligned to each other in the closed position. There is no visible damage to the jaw pivot pin area on the outer tube assembly. Functional evaluation of this instrument was performed, and it was found that although the jaws are slightly loose and misaligned this instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing as required of its function. We are able to validate this complaint for the returned instrument. We are unable to determine what caused the jaws to be slightly misaligned in the closed position but mishandling during the cleaning and sterilization processing of the device at the end user's facility is suspected. All (B)(4)instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the jaws of the applier were misaligned during a surgery. Therefore, another applier was used to complete the procedure. Nothing fell/remained in the patient. The patient status is reported as "fine".

Event description:
It was reported that the jaws of the applier were misaligned during a surgery. Therefore, another applier was used to complete the procedure. Nothing fell/remained in the patient. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).